Event description:
It was reported that the device was stuck with the guidewire. The target lesion was severely calcified. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The devices were removed as a single unit, and the guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. There were no patient complications.